Event description:
Approximately 2 years and seven months post sapien implant, the valve was explanted due to heavy calcification of the leaflets. After the initial sapien transcatheter heart valve replacement, the patient had improved considerably; however, early structural valve deterioration with calcification developed. The sapien valve was replaced with a sorin mitroflow valve and there were no complications.

Manufacturer narrative:
Calcification is a well recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the cause of the valve calcification could not be confirmed; however, it is possible that it may be due to patient factors (kidney disease requiring dialysis) in combination with the progression of pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.